Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes did not have a label or missing label information ( all packaging levels). The following information was provided by the initial reporter: the customer stated "one tray in the case has no product information on the packaging."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for missing label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes did not have a label or missing label information ( all packaging levels). The following information was provided by the initial reporter: the customer stated "one tray in the case has no product information on the packaging."